Event description:
A biomedical engineer technologist reported a priming problem and a foot pedal problem. The timing of the events and the level of pt involvement are known. Additional info has been requested but has not been received.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported priming and footswitch problems. Preventive maintenance was performed. The system was then tested and met all product specifications. N samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).